Event description:
It was reported that during the monarch bronchoscopy procedure, the physician was performing the bronchoalveolar lavage (bal) when the patient had a cardiac arrest. The physician was able to confirm a pulse back on the patient. The patient is in stable condition.